Event description:
According to the reporter, post operatively of a totally extraperitoneal bilateral laparoscopic inguinal hernia repair, the surgeon stated that the patient was possibly having an allergic reaction to the polyester or the microgrips of the mesh. The patient had a 3cm rash that has been treated with steroids but would not go away. The patient also complained of joint pain in the areas where the mesh was placed. The surgeon also stated that the patient had been admitted back to the hospital a month after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively of a totally extraperitoneal bilateral laparoscopic inguinal hernia repair, the surgeon stated that the patient was possibly having an allergic reaction to the polyester or the microgrips of the mesh. The patient had a rash that has been treated with steroids but would not go away. The patient also complained of joint pain in the areas where the mesh was placed. The surgeon also stated that the patient had been admitted back to the hospital a month after the surgery.